Manufacturer narrative:
Investigation results: the investigation of the q-syte component was performed separately under pr (B)(4). Please refer to that record for investigation results.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd qsyte leaked. The following information was provided by the initial reporter, translated from japanese to english: it was reported that leakage from q-site.